Event description:
On (B)(4) 2013, (B)(4) received a verbal complaint on a high frequency unipolar cable (8106.033). Facility reported that when cable was plugged into power supply, they heard a pop sound and seen a spark/flame. They blew out the flame "like a candle". Pt was on the table however no injuries to pt or staff occurred.

Manufacturer narrative:
(B)(4) received the reusable cable on (B)(4) 2013. Device manufactured 04/1999, over 12 years old. Cable was visually inspected and ends of the broken wire were charred. Broken strands in the cable will cause the cable to arc/spark during the application, arc/sparks can result in a complete break. Broken strands can be caused by normal wear and tear or pulling on the cord (cable) instead of the black plug. Labeling was reviewed and found to be adequate. Ie: intended use, indications and field of use, preparation and cautions. Description of event, cable ID and serial number as well as photos of cable were sent to manufacturer. Manufacturer does not want cable to be forwarded to their facility. Cable not repairable, cable being held until scrap date (06/2015). (B)(4) considers this matter closed and will provide FDA additional info as it is received.